Event description:
It was reported that the patient felt he had experienced more seizures since the vns was implanted than he had prior to the vns. The physician recommended disabling the vns to see if the seizure frequency improved, but the patient was persistent with having the vns explanted. Follow up with the company representative revealed that the physician did not know what was happening with the patient and was unable to provide an assessment on the cause of the seizures. The vns diagnostics were reported to be within normal limits. The patient underwent vns explant surgery. During attempts at product return, it was revealed that the facility, historically, does not return explanted devices. No additional relevant information has been received to date.

Event description:
It was revealed that the patient was not explanted as previously reported to the manufacturer. The patient began having seizures the day of the surgery and the surgery was canceled. The surgeon refused to explant the vns as he felt that it was needed for the patient's seizures and would not explant the device without neurologist approval. No relevant surgery is known to have occurred to date.